Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received several shocks due to oversensing. The pace and sense was normal, however the lead impedance direction has changed but still within range. Programming changes were made and device remains implanted. The patient condition was fine.